Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the auxiliary video board (avp) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and found errors 310 and 40068 identified as possible causes for the reported event. In system logs, errors 310 and 40068 were located, confirming that the errors occurred in the field. A visual inspection found no damage related to the reported event. The unit was returned visibly dusty. The unit was installed in the golden system where it programmed successfully and functioned as expected. The unit was installed in the golden system where all the avp nodes were present. The golden system was set to run 10 power cycles and sit idle for an hour. After testing, the system error logs were investigated but found no errors related to the reported event. The complaint was confirmed based on the failure analysis. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported event. The root cause is likely due to an electrical component failure.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer reported that a non-recoverable fault occurred during system shutting down. Onsite was not connected at the time of call. Customer sent the picture of event logs and found error 40068 and 310 recorded on auxiliary video board (avp). The procedure was completed with no reported injury.